Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 160mg/dl. The customer changed their supplies and successfully resumed insulin delivery. When the customer was changing supplies, no damage was noted to the cannula and the customer was able to deliver a bolus while disconnected. Tandem technical support advised the customer to only use humalog in the cartridge for up two days since the customer had been using the insulin past labeling. The customer mentioned that they will be changing to novolog insulin in the near future. As the occlusion alarm had occurred in the past and supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.